Manufacturer narrative:
G4: 13dec2019. B4: (B)(6). Product support advised the customer replacing the power supply . Per customer reports they had a trained philips tech completed the repair successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported the v60 battery was not charging. There was no patient involvement. The field service engineer (fse) performed evaluation and confirmed the reported problem. The field service engineer recommended replacing the power supply.